Manufacturer narrative:
Evaluation conclusion: customer did not request service from bec. The quality control data indicates quality control was within laboratory established ranges. Cause is unknown.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an abnormally high creatinine result on one emergency room patient sample. Customer reported that the patient was called back to the emergency room and redrawn 24 hours later. Customer indicated that the redrawn creatinine result was normal. Customer reported that the high creatinine result was amended. Customer indicated that creatinine quality control (qc) was fine and there were no problems with recovery. There was no report of any adverse event or injury requiring medical intervention or patient treatment.